Event description:
The customer stated that she was hospitalized due to hyperglycemia and vomiting. The reported blood glucose reading was 234 mg/dl. The customer stated that her doctor thinks the insulin pump is not delivering correctly nor alarming when the tubing is occluded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.